Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of crack and expulsion: 5. Precautions juvéderm® ultra plus xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm® ultra plus xc in the cheeks using the packaged needle when ¿the luer lock was cracked and needed correction." The syringe then "released product all over patient.¿ no injuries occurred.